Event description:
It was reported that during a angioplasty treatment procedure, balloon deflation issue occurred. A 3.0mm x 150mm x 150cm sterling sl otw balloon catheter was advanced to the target lesion and inflated for 1 minute to unknown atms and during the balloon inflation difficulty was encountered. Upon deflation the balloon would not deflate. Abnormalities were noted in the shaft of the sterling sl otw balloon catheter. Several attempts to deflated the balloon were unsuccessful. However, some of the liquid was removed from the balloon and the sterling sl otw balloon catheter was then able to withdraw. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by MFR.: the balloon was partially inflated, as-received. There were multiple necked down/stretched sections within the outer shaft from the distal to proximal ends of the catheter. The device was inflated to rated burst pressure with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The balloon would not deflate, likely attributable to the necked down sections of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty treatment procedure, balloon deflation issue occurred. A 3.0mm x 150mm x 150cm sterling sl otw balloon catheter was advanced to the target lesion and inflated for 1 minute to unknown atms and during the balloon inflation difficulty was encountered. Upon deflation the balloon would not deflate. Abnormalities were noted in the shaft of the sterling sl otw balloon catheter. Several attempts to deflated the balloon were unsuccessful. However, some of the liquid was removed from the balloon and the sterling sl otw balloon catheter was then able to withdraw. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).